Event description:
It was reported that high rv capture threshold and noise was observed on rv lead. Lead fracture was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).